Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Reportedly the customer is using apidra insulin. Tandem technical support informed the customer that apidra is off label per the tandem user guide. System check was being performed, but the customer was unable to complete at time of call. Multiple attempts were made by tandem technical support to continue the system check, however no response was received. There was no adverse impact to the customers blood glucose level.